Manufacturer narrative:
Covidien ref number (B)(4). Pending receipt of sample for analysis. If sample is received a summary of the investigation will be provided in a supplemental report.

Event description:
Customer reported the tracheal tube's cuff was not holding air. Customer reported that replacement of the tube was required. Customer reported no additional harm to the pt.